Event description:
Related manufacturer reference number: 2017865-2022-07931, related manufacturer reference number: 2017865-2022-07933. It was reported that the patient presented to the emergency room with arrhythmia and dizziness. Device interrogation revealed multiple events of over-sensed noise on the right ventricular (rv) lead that lead to pacing inhibition. The noise was reproducible with pocket manipulation. There were several inappropriate attempts of anti-tachycardia pacing for ventricular tachycardia events that were also observed to be rv lead noise. A chest x-ray was performed and revealed large, tight lead entanglement. The x-ray also revealed conductor fracture for the rv lead, an electrode fracture for the left ventricular lead, and the implantable cardioverter defibrillator had migrated. The physician elected to disable high voltage therapies. The rv lead was capped on 28 mar 2022 and replaced. It was also noted that the leads were well encapsulated in fibrous tissue, so the lv and atrial leads were untouched. The device was explanted and replaced. The patient was in stable condition.